Event description:
It was reported a patient underwent an unknown orthopedic procedure on an unknown date in 2025 and topical skin adhesive was used. Patient experienced severe reaction to adhesive with blistering reactions, exposed raw skin. Product removed and antibiotics administered to patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 - device not returned. Additional information provided: physician assistant lead informed me that entire ortho team. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Unknown. Did the patient require revision surgery or hardware removal? Unknown. Patient status/ outcome / consequences: was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study: unknown. Additional information has been requested and received. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No, first I am being alerted of these reactions. If this event occurred in multiple procedures, please provide the following information for each patient event: what is the procedure name? Total hip arthroplasty, total knee arthroplasty, total shoulder arthroplasty. What is the procedure date? (B)(6) 2025 - now. What date did the reaction occur on? No specific dates provided to me, pa team said they have experienced multiple reactions since (B)(6) 2025. What does the reaction look like and how large of an area does the reaction cover? Blistering reactions, exposed raw skin. Do you have any pictures of the reaction? Yes. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Product removed and antibiotics administered to patient. If medication was required, please clarify if it was prescription strength. Unknown. What is the most current patient status? Wound is healing. Can you identify the product code and lot number of the product that was used? (B)(6), lot number unknown. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? For some patients, not all. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? What was the procedure date? What date /day post op was the reaction noted? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of products used? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. These patients had skin reactions to prineo 22 and the surgeons went back to using dnx12. Other than that, I have no further information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.